Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the light blue main body of a transfer set. This issue occurred while disconnecting after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a patient connector attached to the female connector. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Therefore, there was no risk to the patient as the separation of the transfer set did not result in a breach in the sterile pathway. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.